Event description:
The user reported that they had to renew several times the nacl 0.9% 500ml bottles during the night - flow rate at 60ml/h instead of 3ml/h usually - massive air embolism due, as reported by user, to air flowing through the pressure set - the user reported that repeated changes of bottles and abnormal flow rate might be related to defective pressure set of probable.

Manufacturer narrative:
Evaluation result: customer report was not confirmed. Rec'd (1) triple pediatric dpt (yellow snap-tab flush device) kit. No leakages were observed from the kit during leak testing at 300mmhg pressure. Flow test indicated that all dpt's had flow rates (32, 34 and 34 ml/hour) within specification of 20 to 40 ml/hour per dfu. If all three dpt were used, the total flow rate would be 100ml/hr. No visible damages were noted from the kit. Note: dpt with blue snap-tab flush device would have flow rate 3 ml/hour.